Event description:
It was reported that during the xact stenting procedure in the left internal carotid artery, the patient experienced mild hypotension with post-dilatation, which was treated with neosynephrine. After post-dilatation the patient was noted to have weakness of the right hand and slow flow to the internal carotid artery. An export catheter was used to aspirate the artery and the emboshield nav 6 filter was removed. A moderate amount of particulate matter was noted in the filter as well as a small amount in the blood removed from the export catheter. The hypotension and right hand weakness improved, and neosynephrine was discontinued by the following day. At discharge, 2 days after the procedure, mild residual right hand weakness remained. On (B)(6) 2011, 13 days later, the patient experienced right upper and lower extremity paresthesias. In addition, the patient was noted to be in atrial fibrillation, and was treated with coumadin. Head CT showed no acute disease. Right leg symptoms resolved by discharge, but the right hand weakness persists. Tia was suspected in both instances, and symptoms lasted longer than 24 hours, but it was unclear if related to the device/procedure or the pre-existing atrial fibrillation. An adjudication of this event listed the final diagnosis as transient ischemic attack. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of weakness, neurological deficit/dysfunction, ischemia, and transient ischemic attack are listed in the emboshield nav 6 instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The xact stent has been filed under a separate MFR number.